Manufacturer narrative:
(B)(4). Weight unknown / not provided. Date of event unknown / not provided. Device product code unknown / not .provided. Device UDI number unknown / not provided. Email unknown / not provided. First name unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the collar of the implant fractured. It was not indicated if patient would need to return for additional appointments. Tooth #4.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One spline ha cylinder 3.25 10 mm (1851) was returned for investigation (image 1-3). Visual inspection of the as returned product identified significant damage about the implant body and fracturing at the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 4 (universal) and used for approximately 24 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product does not have a paper DHR associated with it available. The device is noted to be from the mid-1990s. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (953752) for similar event and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported event was confirmed. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".